Event description:
Pump was returned for service with report "turns self on and off". The facility stated the pump was returned to biomed with a complaint that the pump had alarmed and then powered off by itself while in use. Biomed found that the battery was depleted. The battery was then changed and the pump continued to power on and off during biomed testing. No pt injury or medical intervention was reported. No additional info is available.